Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was delayed less than 20 minutes and completed by moving patient to another room. The philips field service engineer (fse) went onsite and confirmed that all movements were unavailable. The review of system log file found geometry errors in frontal stand and controlled area network communication errors. While troubleshooting, the field service engineer (fse) replaced the luc board and the geo io box clea extension 1/2 board, but the problem persisted. Upon further investigation, fse identified that there was problem with internal wiring of the r cabinet, specifically the power cable that was supplying power to the geo io box was faulty. The philips engineer replaced the cable. Following replacement, the system was returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry movements were unavailable on the azurion system. The device in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.